Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic appendectomy, the bag tore and a piece of the bag disengaged into the patient cavity. The piece was retrieved. To complete the procedure, another device was used. No patient injury or extension in surgical time.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure.the bag was not sent with the product so we are unable to confirm that the bag was torn or that a piece was missing. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.